Event description:
As reported to coloplast though not verified, patient was implanted with restorelle direct fix and/or restorelle smartmesh to correct an anterior vaginal wall prolapse. Patient underwent revision surgery to address vaginal vault mesh exposure & vaginal vault wound dehiscence. Later, patient underwent additional revision surgery to address further vaginal vault mesh exposure & vaginal wound dehiscence. Patient currently continues to experience symptoms consistent with further mesh erosion & exposure & has been advised additional surgery will be necessary for mesh removal.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.